Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during the use of the external pulse generator (epg) on a patient, the epg "suddenly" powered off. It was noted that the safety cover had not come off. The epg started working after the power was turned on again. After a "simplified periodic inspection" by the hospital, it was noted that the pacing rate became low and it was confirmed that the epg powered off. The epg was replaced, "just to be safe." The epg was returned to the manufacturer for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, after functional and long-term testing, no anomalies were observed, and the device was returned to the customer.

Event description:
It was reported that during the use of the external pulse generator (epg) on a patient, the epg "suddenly" powered off. It was noted that the safety cover had not come off. The epg started working after the power was turned on again. After a "simplified periodic inspection" by the hospital, it was noted that the pacing rate became low and it was confirmed that the epg powered off. The epg was replaced, "just to be safe." No patient complications have been reported as a result of this event.